Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Did the surgeon try to pull the trigger from the handle? ---no information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? ---this event occurred when the device was fired out of the patient, so it did not clamp the patient's tissue. Was there any tissue damage? Na. If so, how was it repaired? Na.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was an unexpected resistance in grasping the trigger to feed the clip into the jaws. After that, the device was put out from the patient and the device was fired outside the patient. Then, the jaws could not be opened. Another device was used to complete the case. There were no adverse consequences to the patient.